Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed transmitter functional test and passed. Global transmitter functional test and pairing test were performed and passed. Share log contained no data. Performed bin analysis and failed. The patient's complaint was confirmed because the device failed the bin review.. The reported event of loss of connection was confirmed. The root cause cannot be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.